Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by the customer that nurse reports that max zero has too much prime volume.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of maxzero has too much prime volume could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information.